Event description:
While performing a routine PICC line dressing change in aseptic technique, the catheter broke.

Manufacturer narrative:
The sample was received on 19 september 2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted.